Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿ck 1 & 4 and to ck 3 on one side¿ with juvéderm® voluma® with lidocaine and into c6 with juvéderm® volift® with lidocaine. 4 days post injections, patient returned with ¿right side was swollen and red and tender." The patient was treated with prednisolone and keflex. 2 days later, patient was hyalased on both cheeks. 2 days later, patient was admitted to the hospital and was treated with IV antibiotics and IV steroid. 3 days later, patient was treated with oral antibiotics and steroid. The next day, patient was treated with IV antibiotics and IV steroid with pain management. Patient experienced ongoing nausea that's treated with anti emetics. Patient was discharged from the hospital 6 days after admitting. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00378 (allergan complaint # (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma® with lidocaine.